Event description:
It was reported that during a lap gastric bypass procedure, there was an irregular tone when using hand activation. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 06/13/2008. Info not available, device not returned for analysis.